Event description:
It was reported that a paper insert referencing ims syringes was included with the v12.1.3 guardrails software disk, although compatibility for ims syringes has been removed from alaris syringe pumps. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a paper insert referencing ims syringes was included with the v12.1.3 guardrails software disk, although compatibility for ims syringes has been removed from alaris syringe pumps. There was no information on patient involvement.

Manufacturer narrative:
Additional information: concomitant med prod data (8110), imdrf annex a,b,c,d codes and manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported event of a paper insert referencing ims syringes that was included with the v12.1.3 guardrails software disk can be attributed to an error in shipping.